Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the al326 instrument handle broke and fell into pt. The piece was retrieved. Another instrument was used to complete the case.